Manufacturer narrative:
(B)(4). Pc: device migration. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An email was sent to depuy spine complaint associate from a senior cq investigator who received a request from a doctor to identify the product in an xray. The doctor states there is a change of the lowest right pedicle screw - surgical possibilities. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint (B)(4). Additional information received that there was never an issue with the depuy spine device. There was no report of device malfunction or adverse event. The surgeon was only looking for contact information because he wanted information on how to use the device. As such, this is not considered a reportable event.